Manufacturer narrative:
Investigation description. Complaint confirmed. The device was received with the display assembly disconnected from the housing. Inspection found that the rtv sealant was no longer on the device with only small scraps of rtv near the bottom of the display assembly. It is likely the sealant separated from the bonding surfaces and the user removed the loose rtv.

Event description:
It was reported that the patient awoke to find the ilet pump split at the seams with a nonfunctional screen, after which the patient recorded a blood glucose of 232 mg/dl and experienced trouble using the device. Symptoms included hyperglycemia and a headache. Outcomes included the need to discontinue pump use and transition to backup insulin administration. Investigation included confirmation of device shutdown, data sync to the mobile app, instructions for continued cgm use with dexcom, and arrangements for replacement and return of the damaged unit. Investigation of this case revealed physical damage to the pump housing and screen rendering the device unusable; the cause of the damage was unknown. It was concluded, based on previously established findings for similar reports, that the cause was physical damage of undetermined origin.